Event description:
It was reported that the pt has experienced pain that runs up and down her leg. Pt states that the pain makes it difficult to walk and that the pain is sporadic. Pt had an MRI and x-rays and is waiting for results from the blood work.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.